Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer had a fall. Customer was admitted to the hospital. The customer cause of hospitalization per healthcare provider is high blood glucose, altered mental status, asymptomatic bradycardia. The customer's nurse will call back once settings are confirmed.